Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported fractured PICC line (4 f sl), in medical outpatient. Non-aspirating, leaking on flushing, fracture. Partial fracture, internal to the patient at 36 cm of the total length of the PICC (47 cm). No pieces were retained in the patient. No surgery required. No IV treatments infused at the time of the fracture being noticed. Only used for blood sampling for the last month and routine flushing with normal saline. Line not working well, not able to aspirate. Removed. Fracture seen in the line. 133 days in situ. Inserted in left basilic. Trim length 47 cm, 7cm external, 40 cm internal. No complications during insertion. Patient not able to continue treatment via PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 10/04/2024: it was reported PICC had been secured with securacath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. Two small, longitudinal splits were observed in the catheter tubing, and evidence of kinking was observed at the location of the splits. A microscopic observation revealed the edges of the splits to be straight and the fracture surfaces were observed to flat and granular in texture. The splits were observed to align with a linear impression in the surface of the catheter tubing. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported fractured PICC line (4 f sl) in medical outpatient. 133 days in situ. Inserted in left basilic. Trim length 47 cm, 7cm external, 40 cm internal. No complications during insertion. 6/52 ivab for osteomylitis. No other information was provided.